Manufacturer narrative:
The device was returned to edwards for evaluation. X-ray demonstrated wireform intact and frame crimped. All three leaflets were stiff and translucent-like due to dehydration. Suture holes were visible near all three black stitch marking on the sewing ring. The holder and balloon introducer remained attached to the valve; all three green suture on the holder remained intact. Delivery system was not evaluated due to no allegation reported towards the delivery system. Customer report of inability to pass through the st junction, sizing, and subsequent injury could not be confirmed through visual observations. Based on the information received the cause cannot be conclusively determined; however, patient factors and surgical technique likely led to the event.

Event description:
Through review of medical records it was learned the valve was explanted at implant due to inability to pass through the st junction, sizing and subsequent aortic injury. Exposure was obtained through a transverse aortotomy and the valve was found to be bicuspid and heavily calcified; it was very difficult to open. The valve was lowered into place but it would not pass the sinotubular ridge.

Manufacturer narrative:
(B)(4). Aortic tears, or a tear of the aortic wall, may occur as a complication of cardiac surgery involving a diseased aortic root. Additional causes of aortic tears or a tear of the aortic wall may be related to the use or misuse of the edwards valve. These aortic injuries are life threatening conditions that require urgent intervention with suture repair, pericardial patch repair or aortic root replacement. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The subject device has also been returned for analysis. The evaluation is in progress. A supplemental report will be submitted with the results once completed.

Event description:
It was reported that this valve was explanted at implant due to mis-sizing and aortic injury. The annulus measured 23 mm and the stj measured 24 mm. A 23 mm edwards valve was opened and the implant was attempted; however, the aorta tore. The 23 mm was removed, the aorta was repaired with a pledgeted stitch. A 21 mm edwards valve was opened and implanted successfully. The patient was noted as doing well and discharged home in good condition on pod #4.